Event description:
The hcp reported that they were informed by the patient's daughter that the patient died in 2006. The daughter reported to medtronic inc. That the death was not related to the patients interstim neurostimulator system. The hcp had no furthr information on the cause of death. A follow up report will be sent if further information is received.

Manufacturer narrative:
To date medtronic inc has not received the device for evaluation. If furhter information is received or the device returned, a follow up medwatch report will be sent.